Event description:
During a gastrectomy procedure, the device delivered an incomplete staple line, and some of the staples were not closed correctly. The case was completed by hand-suturing. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.